Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test. Sensor failed specifications.

Event description:
The customer reported via phone call indicating that they had calibration error. Customer's blood glucose at time of incident was 114 mg/dl. Customer is not experiencing intermittent calibration error alerts. Customer was advised to wait until blood glucose are stable to calibrate. The customer was explained that consecutive calibration errors will lead to a change sensor alert and the sensor will need to be replaced. The customer reported via phone call indicating that the insulin pump alarm change sensor alarm. Customer's blood glucose at time of incident was 110 mg/dl. Customer stated that bad sensor occurred after 2nd consecutive calibration error. Discuss to the customer the timing of calibrations leading to alert and calibration protocol. Customer was advised to remove and change out the sensor. The customer was advised the will receive replacement sensor and will return current sensor.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test. Sensor failed specifications.